Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture. The lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.